Event description:
Caller reported there is a black line across the whole display. Caller stated measurement results not affected. Evaluation on found misinterpretation is possible. No adverse event reported. Meter has been returned.

Manufacturer narrative:
The event occurred in (B)(6).